Event description:
Literature was reviewed regarding a 50-year-old female patient who underwent a simultaneous transcatheter pulmonary and tricuspid va lve-in-ring implantation to treat both bioprosthetic pulmonary valve dysfunction and native tricuspid valve regurgitation, respectively.  During the procedure a medtronic 22mm melody transcatheter valve was implanted in place of a dysfunctional non-medtronic bioprosthetic valve in the pulmonary position with no residual regurgitation.  Then, a second medtronic 22mm melody valve-in-annuloplasty ring was implanted in the tricuspid position with expected moderate paravalvular leak.  The patient was discharged home 1 week later with progressive improvement of the heart failure functional class.  No further information pertaining to medtronic products was n oted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.